Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer not detected on bus and went shut down. The customer attempted to reboot the station, but the issue persisted. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer 5 on the auxiliary not displaying any lights on both controller board and pyxibus module control board. A field service engineer replaced both boards to resolve. Rebooted the station. Verified operation in hardware test application launched application. Configured drawer in storage space configuration. The system functioned as intended after the field service engineer repaired the device.